Event description:
The report received from the affiliate indicated that during an interventional neurovascular procedure for coil embolization, after detaching the coil, the physician had difficulty disconnecting the luer lock connector of the trufill dcs syringe ii from the coil delivery system even after force was used. The procedure was then completed successfully using another syringe. There was not reported patient injury. There was no lesion or patient information available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.